Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed and the ra lead was explanted. It was also reported the device system was upgraded to an magnetic resonance imaging (MRI) compatible device system. No adverse patient effects were reported.